Event description:
Customer reported physical damage to the insulin pump. Customer also reported that the insulin pump may have been exposed to moisture and that the pump has a frozen display. Customer's blood glucose reading was 600 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to verify missing segment and frozen screen due to the blank display. The device was received with minor scratched display window, cracked display window corners, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.